Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 19 years post implant of this 23mm aortic bioprosthetic valve, a transcatheter aortic valve replacement (tavr) was performed for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the reason for replacement was aortic stenosis. If information is provided in the future, a supplemental report will be issued.